Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness"), peripheral swelling ("legs swelling") and uterine enlargement ("enlarged uterus"). The patient was treated with antibiotics, ciprofloxacin, cyanocobalamin, famotidine;ibuprofen (duexis), fluconazole (diflucan), ibuprofen, metronidazole (flagyl), miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterusand cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower, back pain, cystitis, urinary tract infection, vaginal infection and uterine enlargement outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, nausea, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: - intramural leiomyomata (see comment). - adenomyosis (see comment). Uterus, cervix, hysterectomy; - no significant histopathologic abnormality. Fallopian tubes, hysterectomy: - fai.lopian tubes with no significant histopathologic abnormal1ty. Ovary, right, hysterectomy: - hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segment s.. Ultrasound scan - on an unknown date: result: uterus position: anteverted uterus: abdominal measurement uterine cavity: abnormal, cavity enlarged fallopian tube: the findings: normal presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. Most recent follow-up information incorporated above includes: on 17-feb-2020: social media received: newly added events- uterine enlargement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness"), peripheral swelling ("legs swelling"), uterine enlargement ("enlarged uterus") and mood swings ("mood swings"). The patient was treated with antibiotics, ciprofloxacin, cyanocobalamin, famotidine;ibuprofen (duexis), fluconazole (diflucan), ibuprofen, metronidazole (flagyl), miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterusand cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower, back pain, cystitis, urinary tract infection, vaginal infection, uterine enlargement and mood swings outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, mood swings, nausea, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: intramural leiomyomata (see comment). Adenomyosis (see comment). Uterus, cervix, hysterectomy; no significant histopathologic abnormality. Fallopian tubes, hysterectomy: fai.lopian tubes with no significant histopathologic abnormality. Ovary, right, hysterectomy: hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions. Gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segments. Ultrasound scan - on an unknown date: result: uterus position: anteverted. Uterus: abdominal measurement. Uterine cavity: abnormal, cavity enlarged. Fallopian tube: the findings: normal. Presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. The following information was received from social media mood swings. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- mood swings. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness"), peripheral swelling ("legs swelling"), uterine enlargement ("enlarged uterus"), mood swings ("mood swings") and vitamin d deficiency ("vitamin d deficiency "). The patient was treated with antibiotics, ciprofloxacin, cyanocobalamin, famotidine;ibuprofen (duexis), fluconazole (diflucan), ibuprofen, metronidazole (flagyl), miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal hemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower, back pain, cystitis, urinary tract infection, vaginal infection, uterine enlargement, mood swings and vitamin d deficiency outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, mood swings, nausea, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal hemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: intramural leiomyomata (see comment). Adenomyosis (see comment). Uterus, cervix, hysterectomy; no significant histopathologic abnormality. Fallopian tubes, hysterectomy: fai.lopian tubes with no significant histopathologic abnormality. Ovary, right, hysterectomy: hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions. Gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segments. Ultrasound scan - on an unknown date: result: uterus position: anteverted. Uterus: abdominal measurement. Uterine cavity: abnormal, cavity enlarged. Fallopian tube: the findings: normal. Presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. The following information was received from social media mood swings. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In april 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness"), peripheral swelling ("legs swelling"), uterine enlargement ("enlarged uterus"), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency "), migraine ("migraine") and genital haemorrhage ("bleeding"). The patient was treated with antibiotics, ciprofloxacin, cyanocobalamin, famotidine;ibuprofen (duexis), fluconazole (diflucan), ibuprofen, metronidazole (flagyl), miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterusand cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower, back pain, cystitis, urinary tract infection, vaginal infection, uterine enlargement, mood swings, vitamin d deficiency, migraine and genital haemorrhage outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, heart rate irregular, hirsutism, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in november 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place.. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: - intramural leiomyomata (see comment). - adenomyosis (see comment). Uterus, cervix, hysterectomy; - no significant histopathologic abnormality. Fallopian tubes, hysterectomy: - fai.lopian tubes with no significant histopathologic abnormal1ty. Ovary, right, hysterectomy: - hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segment s.. Ultrasound scan - on an unknown date: result: uterus position: anteverted uterus: abdominal measurement uterine cavity: abnormal, cavity enlarged fallopian tube: the findings: normal presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. The following information was received from social media mood swings. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events genital bleeding and migraine updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness") and peripheral swelling ("legs swelling"). The patient was treated with antibiotics, ciprofloxacin, cyanocobalamin, famotidine;ibuprofen (duexis), fluconazole (diflucan), ibuprofen, metronidazole (flagyl), miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterusand cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower, back pain, cystitis, urinary tract infection and vaginal infection outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, nausea, pelvic pain, peripheral swelling, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: intramural leiomyomata (see comment). Adenomyosis (see comment). Uterus, cervix, hysterectomy; no significant histopathologic abnormality. Fallopian tubes, hysterectomy: fallopian tubes with no significant histopathologic abnormal1ty. Ovary, right, hysterectomy: hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segment s.. Ultrasound scan - on an unknown date: result: uterus position: anteverted uterus: abdominal measurement uterine cavity: abnormal, cavity enlarged fallopian tube: the findings: normal presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,uterine leiomyoma and hypertension. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. New events were added: bladder infection, urinary tract infection and vaginal infection. Reporter information and treatment drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6) 1985, (B)(6) 1991, (B)(6) 1989) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair") and breast inflammation ("breast inflammation"). In (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding") and blindness ("vision/eye problems type: loss of sight"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness") and peripheral swelling ("legs swelling"). The patient was treated with antibiotics, cyanocobalamin, fluconazole (diflucan), ibuprofen, miconazole nitrate (monistat), vitamin d nos (vitamin d), surgery (total hysterectomy (uterusand cervix removed), unilateral salpingo-oopherectomy ¿right, unilateral s) and wearing glasses now. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower and back pain outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, nausea, pelvic pain, peripheral swelling, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: result: total bilateral occlusion.; in (B)(6) 2011: result: essure is in place.. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: intramural leiomyomata, adenomyosis, uterus, cervix, hysterectomy; no significant histopathologic abnormality. Fallopian tubes, hysterectomy: fallopian tubes with no significant histopathologic abnormality. Ovary, right, hysterectomy: hemorrhagic corpus lutem cyst, corpora albicantia and focal surface fibrous adhesions gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segment s. Ultrasound scan - on an unknown date: result: uterus position: anteverted uterus: abdominal measurement uterine cavity: abnormal, cavity enlarged fallopian tube: the findings: normal presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,uterine leiomyoma and hypertension. Most recent follow-up information incorporated above includes: on 5-jul-2019: all source document information, reporter and reference section from deletion (B)(4) added to this case. Pfs received. Event onset date were updated. Aka name, lab data and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (date: (B)(6)) and pap smear abnormal. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included ovarian cyst, uterine enlargement, endometrial thickening, bleeding breakthrough, abdominal pain generalized, cystocele, endometrial hyperplasia, iron deficiency anemia, obesity, rectocele, stress incontinence, mixed incontinence, bladder spasm and morbid obesity. Concomitant products included chlortalidone (chlorthalidone), lisinopril, meloxicam and metoprolol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain /loss specify which one: weight gain"). In 2012, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have heart rate irregular ("heart rate issues"). In 2013, the patient experienced hirsutism ("hormonal changes describe: growing facial hair"), breast inflammation ("breast inflammation"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/heavy bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and blindness ("vision/eye problems type: loss of sight") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), abdominal distension ("stomach swelling"), breast tenderness ("breast tenderness") and peripheral swelling ("legs swelling"). The patient was treated with fluconazole (diflucan), miconazole nitrate (monistat), surgery (total hysterectomy (uterus and cervix removed), unilateral salpingo-oophorectomy ¿right, unilateral s) and wearing glasses now. At the time of the report, the pelvic pain, hirsutism, menorrhagia and breast tenderness had resolved, the vaginal haemorrhage, breast inflammation, vulvovaginal mycotic infection, female sexual dysfunction, bladder disorder, urinary tract disorder, hypertension, heart rate irregular, nausea, dysmenorrhoea, dyspareunia, uterine leiomyoma, vaginal discharge, blindness, fatigue, weight increased, gastrointestinal disorder, abdominal pain lower and back pain outcome was unknown and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, abdominal pain lower, back pain, bladder disorder, blindness, breast inflammation, breast tenderness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, heart rate irregular, hirsutism, hypertension, menorrhagia, nausea, pelvic pain, peripheral swelling, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: essure is in place. Pathology test - on (B)(6) 2016: result: clinical history: diagnosis: uterus endometrium, metrorrhagia, uterus endometrium, hysterectomy distortion proliferative endometrium portions of which appear to be arising, in an endometrium polyp. Uterus, myometrium, hysterectomy: intramural leiomyomata, adenomyosis (see comment). Uterus, cervix, hysterectomy: no significant histopathologic abnormality. Fallopian tubes, hysterectomy: fallopian tubes with no significant histopathologic abnormality. Ovary, right, hysterectomy: hemorrhagic corpus luteum cyst, corpora albicantia and focal surface fibrous adhesions. Gross description: the request form indicates "essure cons (parts) in uterus". The specimen consist of multiple extensively pieces and fragments of pink-tank uterine tissue. Strands of thin silver wire material extend through several segments. Ultrasound scan - on an unknown date: result: uterus position: anteverted uterus: abdominal measurement. Uterine cavity: abnormal, cavity enlarged. Fallopian tube: the findings: normal. Presence of fibroids: positive for multiple fibroid tumors, the largest having the following dimensions: 5.9 cm by 5,8 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain,uterine leiomyoma and hypertension. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.